Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the aortic dissection was caused by the flex catheter during multiple attempts to cross the patient¿s severely calcified native valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23mm sapien 3 valve in the aortic position, there was difficulty crossing the native annulus due to the high level of calcifications. Due to continuous efforts to cross the native valve, the flex catheter rubbed the ascending aorta creating a small dissection. The patient was converted to open surgery, the ascending aorta was repaired with a prosthesis, the sapien 3 valve was explanted and a surgical valve was implanted. At the time of the report the patient was stable. The commander delivery system was inserted and aligned without difficulty. No bav was performed. The patient¿s annulus measured 431mm2, the native annulus was moderately calcified, the native leaflets were severely calcified, and the native root was severely calcified.